Event description:
The information provided to sjm indicted a 8f angio-seal vip was selected for use. Upon pulling back the sheath/carrier tube assembly, no resistance was felt. Reportedly, there was no suture between the anchor and the device. Manual compression was used to achieve hemostasis. Surgery was required to remove the collagen from the artery.